Event description:
The ICD had reached elective replacement indicator in less than two years. The diagnostics info did not reveal the cause of the rapid battery depletion. The decision was made to explant the device.